Event description:
It was reported that this right ventricular (rv) lead became fractured and exhibited pacing impedance measurements of 2015 ohms, which was out of range. This resulted in a lead safety switch (lss) from bipolar to unipolar configuration. It was noted that no further action has been decided. No adverse patient effects were reported. Currently, this lead remains in service.